Event description:
The patient was receiving the plasmapheresis treatment with the fresenius kabi device. Two thirds of the treatment was completed when the centrifuge and pumps stopped working. The devices screen did not alarm and appeared as if it was still working properly.